Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and below knee vessel. A mustang 5.0 x 40, 135cm was advanced for dilatation. During the second inflation at 1st: 13atm / 2nd: 15atm and 1st: 30 seconds / 2nd: 10 seconds for 15 seconds, then balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.